Event description:
Approximately four years after implantation of two cypher stents, the patient experienced restenosis. Consequently, the patient was hospitalized and a micro driver stent used to treat the restenosis. However, the patient indicated medical records documents "50% residual stenosis in the heart" remaining.

Manufacturer narrative:
The device is not available for evaluation and testing, as it still remains implanted. However, additional information has been requested and will be submitted within 30 days upon receipt. Two devices with the same unknown catalog and lot numbers are represented by this report.